Manufacturer narrative:
The returned device was evaluated and the device was returned partially deployed with the slide insert in the viewing window and the linkage assembly in the fully deployed state. No timeouts or drive stalls were observed in the download data. The downloaded data returned an 0x1c alarm, indicating the pump had reached expiration time after 80 hours of operation. The downloaded data confirmed that the device ran for 80 hours. The hard cannula was seen exposed past the bottom housing and in the exposed portion of the soft cannula. Upon removing the top housing, the hard cannula was seen disengaged from the slide retract which is why the hard cannula did not fully retract after deployment. The incorrectly installed hard cannula also caused damage to the slide retract. The exposed needle can also be contributed to causing pain during insertion. No other damages or deficiencies were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod for 2 hours they had experienced pain at the pod infusion site. The patient reports the pods needle had not retracted upon initial activation.